Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with a thermocool smarttouch catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, while advancing the introducer sheath toward the left atrium, the tip would not pass through the foramen ovale. Introducer sheath was removed from the patient and the vacuum relief hole was stretched. Sheath set was replaced and the procedure continued. During ablation, the patient became hypotensive and a pericardial effusion was detected via echocardiography. Pericardiocentesis yielded an unspecified amount of fluid. Patient was reported to be in stable condition. Procedure was successfully completed. Multiple attempts were made to obtain additional information regarding this event, but none was made available. Catheter specifics were not provided, so this event is being reported under a generic smart touch catheter.

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. While advancing the introducer sheath (brand-unspecified) toward the left atrium, the sheath tip would not pass through the foramen ovale. Introducer sheath was removed and the vacuum relief hole was stretched. Sheath set was re-introduced and the procedure continued. During ablation, the patient became hypotensive and a pericardial effusion was detected via soundstar catheter. Pericardiocentesis yielded an unspecified volume of fluid. Patient was reported to be in stable condition. Procedure was successfully completed. There is no information regarding extended hospitalization. Patient outcome is improved. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was related to procedure or patient condition. It was noted that the injury may have occurred during ablation phase. There were no issues or errors reported on any bwi products or equipment during the procedure. Transseptal puncture was performed with an unspecified needle. There is no sheath information. Generator was set on power control mode. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, last ablation cycle time at the site of injury, irrigated catheter flow setting, or anticoagulation during the procedure. There is no information regarding spi value, catheter proximity, or catheter zeroing. There were no issues or errors reported on any bwi products or equipment during the procedure.

Manufacturer narrative:
Additional information was received on 2/28/2018 from the international affiliate regarding this event. The affiliate advised this complaint, (B)(4), is a duplicate of complaint, (B)(4). Both of these complaints were previously reported to FDA under the following manufacturer report numbers: (B)(4) was reported under 2029046-2018-01044, (B)(4) was reported under 202946-2018-01064. Since both of these complaints have already been reported to FDA, biosense webster inc. (Bwi) will provide updates as necessary under both mdrs. As such, the following corrections are being processed for (B)(4) (2029046-2018-01044): date of this report updated from 12/19/2017 to 12/20/2017. Event description updated from "it was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with a thermocool smarttouch catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, while advancing the introducer sheath toward the left atrium, the tip would not pass through the foramen ovale. Introducer sheath was removed from the patient and the vacuum relief hole was stretched. Sheath set was replaced and the procedure continued. During ablation, the patient became hypotensive and a pericardial effusion was detected via echocardiography. Pericardiocentesis yielded an unspecified amount of fluid. Patient was reported to be in stable condition. Procedure was successfully completed. Multiple attempts were made to obtain additional information regarding this event, but none was made available. Catheter specifics were not provided, so this event is being reported under a generic smart touch catheter." And being updated to "it was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. While advancing the introducer sheath (brand-unspecified) toward the left atrium, the sheath tip would not pass through the foramen ovale. Introducer sheath was removed and the vacuum relief hole was stretched. Sheath set was re-introduced and the procedure continued. During ablation, the patient became hypotensive and a pericardial effusion was detected via soundstar catheter. Pericardiocentesis yielded an unspecified volume of fluid. Patient was reported to be in stable condition. Procedure was successfully completed. There is no information regarding extended hospitalization. Patient outcome is improved. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was related to procedure or patient condition. It was noted that the injury may have occurred during ablation phase. There were no issues or errors reported on any bwi products or equipment during the procedure. Transseptal puncture was performed with an unspecified needle. There is no sheath information. Generator was set on power control mode. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, last ablation cycle time at the site of injury, irrigated catheter flow setting, or anticoagulation during the procedure. There is no information regarding spi value, catheter proximity, or catheter zeroing. There were no issues or errors reported on any bwi products or equipment during the procedure." Brand name updated from thermocool smarttouch to thermocool® smart touch® sf bi-directional navigation catheter. Catalog updated from d133600 to d134805. Concomitant med products include: lasso nav 2515,22p splithandle (us catalog # d134301, lot # 17697451l), soundstar eco sms 8f catheter (us catalog # 10439011, lot # e8082178). Device received by manufacturer for the initial MDR should be updated from 12/19/2017 to 12/20/2017. (B)(4). The device history record (DHR) for the lot number 17677159l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. The product was discarded, therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. Manufacturer's ref # (B)(4).